Manufacturer narrative:
Manufactuer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the report of pump pocket infection could not be conclusively established through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 14.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas instruction for use lists pump pocket infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient received a pump exchange due to a pump pocket infection. The reported infection started approximately 3 months ago. There are no culture results available. Additional information was requested but not provided.